Manufacturer narrative:
Eval: visual inspection of the returned product showed that the lens was received stuck inside the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert an aa4204vl silicone plate lens and the lens was torn while advancing in the cartridge. There was no patient contact.